Event description:
During a routine hemofiltration treatment a pt blood associated with a device malfunction or serious injury and is being reported solely to comply with FDA's blood loss policy. It was reported that at the initiation of the treatment, multiple venous air alarms occurred. The nurse attempted to remove the air from the blood circuit by following the proper air removal procedures as described in the operators manual but was unsuccessful. It was then noticed that the replacement fluid lines were still clamped. The nurse opened the line which filled the blood circuit to some extent but there was still air present. The nurse then attempted to remove the air but was again unsuccessful. The nurse then contacted the nxstage clinical specialist for assistance. During troubleshooting, it was determined by the nxstage clinical specialist that the nurse was incorrectly responding to the system alarms and warnings. The nurse disconnected the venous bloodline from the pt, purged the air/blood from the circuit, and reconnected the pt when there was no visible air in the line. The clinical specialist then instructed the nurse to perform a manual rinseback of the pt's blood while carefully observing for any residual air in the circuit. Only a partial rinseback was performed, as it was determined that the blood in the filter was likely clotted. The partially filled blood circuit was removed and discarded. It was estimated that approximately 150cc of blood was lost. A new circuit was then installed and the treatment was completed without further incident. No medical intervention was required as a result of the reported incident. The pt was discharged without complaints.